Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the output connector assembly was broken. It was also noted that the display and battery wire insulation was pinched, however neither were compromised. The battery drawer would not open without batteries, however it would open normally when batteries were in the device; the battery drawer was deemed out-of-specification in a mechanical manner. During testing, the device powered on to an error. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for repair of the lead connector and a requested test and calibration procedure. There was no patient involvement.